Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000148932.

Event description:
It was reported that one of the patient's leads migrated. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
It was reported to abbott, one of the patient¿s lead had migrated down. The other lead was not providing adequate coverage. The patient underwent a revision where both leads were replaced. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein the patient's drg leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b5: the previous report states "the patient's drg leads were explanted, replaced, and therapy was restored." The correct statement should have been "the patient's [scs] leads were explanted, replaced, and therapy was restored."